Event description:
Patient and diabetes educator reported the pump does not turn on at all. Patient stated they were trying to download and the pump screen went completely blank without any warnings. Patient reported while removing the battery, the pump turned on. Patient stated the pump has been dropped recently; unable to recall exactly when. No adverse event reported. Requested return of the alleged pump for evaluation; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.